Manufacturer narrative:
Unit received with stuck motor error alarm due to corroded motor home switch. Unable to perform the displacement test due to motor anomaly. No moisture damage electronic assembly. Minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump was exposed to moisture/fluid and there were cracks near the reservoir window. No further information provided.